Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient stated that the fluid leaked onto his hand. The patient reported receiving a filling slowly alarm during fill 4 of 5 of treatment and the treatment was cancelled. The patient line (pl) clamp was open and pl was not kinked. The stay safe connector blue pin was pushed in. Fluid did not come in contact with the cycler. Technical support provided information on the alarm and assisted with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment and performed a stat drain in the absence of the cycler. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient stated that the fluid leaked onto his hand. The patient reported receiving a filling slowly alarm during fill 4 of 5 of treatment and the treatment was cancelled. The patient line (pl) clamp was open and pl was not kinked. The stay safe connector blue pin was pushed in. Fluid did not come in contact with the cycler. Technical support provided information on the alarm and assisted with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment and performed a stat drain in the absence of the cycler. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.